Manufacturer narrative:
This report will be updated upon completion of analysis. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The programmer was powered on, and it was confirmed the touchscreen was intermittently unresponsive due to not detecting touch inputs. Analysis of the programmer log files revealed several error codes had been recorded, which were not related to the touchscreen issue, but rather intermittent software issues that can be resolved by rebooting the programmer. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the programmer touchscreen was unresponsive. No adverse patient effects reported. The product was returned and is undergoing analysis.

Event description:
It was reported that the programmer touchscreen was unresponsive. No adverse patient effects reported. The product was returned and is undergoing analysis.

Manufacturer narrative:
This report will be updated upon completion of analysis.